Event description:
It was reported that the atrial lead triggered a lead warning. The cause of the lead warning has not been determined; the atrial lead is being monitored and remains in use. No patient complication have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.